Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open double mitro aortic replacement, when suturing valve, thread broke thrice. Another suture from the same lot was used to resolve the issue in order to complete the case. There was no patient injury.